Manufacturer narrative:
Covidien reference number: rx20. (B)(4). A non covidien service provider inspected the device, replaced the o2 sensor and the ventilator is in working condition. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator oxygen sensor is not working. There was no patient involvement.